Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the lead revision procedure the atrial lead had dislodged during the rv lead manipulation at moment of revision. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.